Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The cause of death is unknown. Evaluation summary: (B)(4)-the device was returned to the manufacturer and analyzed. No anomalies were found. (B)(4)-the proximal segment of the lead was returned to the manufacturer and analyzed. No anomalies were found. The outer tubing overlay had cosmetic environmental stress cracking and the outer insulation had cosmetic depression. (B)(4)-the proximal segment of the lead was returned to the manufacturer and analyzed. No anomalies were found. All conductors had blood/body fluid (not obstructed).

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The cause of death is unknown.

Event description:
It was reported that the patient is deceased. The patient's cardiac resynchronization therapy w/defibrillator (crt-d), defibrillation lead and left ventricular (lv) pacing lead were returned to the manufacturer. No further information was provided. Per the manufacturer's database the patient died approximately (B)(6) months post the implant of the crt-d, defibrillation lead and lv lead. Additional information obtained from the patient's primary medical doctor indicates that per the physician's note, the patient had "declined in function," and the patient had "decided to stop dialysis." No device issues were noted.